Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. This occurred one day post implant. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The smartpass feature had programmed itself off due to the low amplitudes. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services suspects that there is air in the pocket. Technical services discussed that, since the follow-up was almost two weeks post implant, the air should have been reabsorbed by now. There were no additional adverse patient effects. The system remains implanted.